Event description:
Customer reportedly received the following results on the aviva system within 12 minutes: 201 mg/dl, 198 mg/dl, 76 mg/dl, 74 mg/dl, 77 mg/dl, 218 mg/dl, 78 mg/dl, 178 mg/dl, and 209 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.